Event description:
A complaint was received from a customer that reported that some of the segments are missing from the display. In particular, the "hundreds digit" is missing. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.